Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The patient reported that the ins had been dead for 6 months and she couldn't keep it charged. The patient reported that when she charged, stimulation would stop and didn¿t know if she was getting a good charge. No further complications were reported. Additional information received from the manufacturing representative (rep) regarding the patient. The rep reported that the patient¿s ins was in over discharge, as the patient last successfully recharged 5 months ago. They stated that the patient indicated the ins wasn¿t holding a charge, so they stopped charging their system. Patient services reviewed recovering the ins to determine MRI eligibility. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the device was reset and the power on reset was cleared. It was unknown what the cause of the implant not holding a charge was. The over discharge was resolved but it was unknown if the device was able to hold a charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had two pregnancies so they didn¿t use the stimulator and had to have it jumpstarted to come back on. The patient explained they were able to get it going after the pregnancies but then it stopped working and would not stimulate even when they tried to jumpstart.